Event description:
It was reported that the patient presented remotely to the clinic via merlin net transmission. Upon review of the transmission, it was noted that the right ventricular (rv) lead exhibited noise with an episode of noise reversion. Programming changes were performed. The patient experienced no adverse consequences.